Event description:
During attempted implantation of a ddd implantable diventricular cardiovertor defibrillator, the anchoring collar was inexplicably introduced into the central venous circulation. The lead and collar were recovered successfully without sequelae. The incision had to be extended at a 90 degree angle to the new incision, made to recover anchoring collar from cephalic vein.